Event description:
The report to the MFR described: "five minutes after successfully imaging, the pt experienced loss of blood pressure and "went into defib". Pt was sent to surgery and is still on balloon pump. It is unclear how the catheter performance was related to the incident." A follow up was made on 09/27/2000, and the following info was obtained from the physician: pt expired on 09/25/2000. The imaging catheter did not contribute to the occurrence. The catheter was not present (in pt) at the time of incident.